Event description:
Patient's (pulmonary artery) pa catheter balloon popped. This was noticed by the rn near the end of her shift. The pa cath was pulled back to the right atrium (ra), and eventually pulled out by the fellow. The pa cath was placed in a biohazard bag and currently kept in the patient's room in case there is need for further investigation of the pa catheter/balloon.